Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer service instructed the caller to inspect and replace the cartridge, ensuring the o-ring was in place and undamaged, and assisted in filling a new cartridge. Despite following instructions to complete the cartridge load process, the caller was unable to successfully load the cartridge onto the pump, and technical support referred the caller to customer service for further troubleshooting.